Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient started to ¿pee on herself.¿ the patient was ¿very sensitive to stimulation.¿ it was noted that the patient was not trained adequately on using the device and they lacked the basic understanding of the patient programmer. Basic functionality was reviewed and the patient was able to increase the stimulation from 0.03 to 0.04. Interventions and patient outcome were not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0ue4g, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).